Event description:
Had american medical systems apogee mesh put into my vaginal walls, also my rectum, in 2006 had severe complications. Body would not heal. In and out of the hospital from 2006 to 2007. The mesh turned into like hard concrete. Could not sit on my butt for over a year. In and out of hospital, severe pain, not able to go back to work. Tons of hospital. Had mesh removed. The doc had to dissect it out of my vagina and rectum area. Very painful.